Manufacturer narrative:
Upon review, the g4 steerable guide catheter should not have been submitted as a medical device report (MDR) as the event did not indicate any alleged malfunction or adverse event. The event is already reported and captured under 2135147-2025-06787-00 for the mitraclip g4 clip delivery system.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there are no related effects to the sgc. There was no device malfunction and no adverse patient effects. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, air was observed in the steerable guide catheter(sgc) while inserting clip introducer into the hemostatic valve. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.